Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The part and lot code combination was not provided for the corail broach. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, lack of mobility, burning, muscle spasms, and large amounts of toxic cobalt chromium. ** update ** - (B)(4) 2012 - the complaint has been reopened because the patient reported via maude report ((B)(4)) that her left hip was revised on 12/11/2012 to address toxic cobalt/chromium metal ions, severe pain and inflammation, fluid buildup, popping, difficulty walking, instability, memory loss, and extreme fatigue. She states that she is still unable to work because of pain and instability; however, information regarding the current implants was not provided. Part and lot numbers for the parts that were removed were provided. **update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal, records indicate that during the primary surgery the calcar was fractured during broaching. Records are available for further review.